Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was unknown. The customer stated that the insulin pump was blank, and she recently took the battery out. Upon reinsertion, the device blinked 3 to 4 times. She did not observe any physical damage to the device. She reported that she had bumped the device against a dresser drawer about an hour prior. The issue was resolved upon troubleshoot, and the insulin pump passed the self test. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.